Event description:
Duirng medex' in-house testing, the unit failed to alert with an audio alarm.

Manufacturer narrative:
During in-house testing, the unit alerted on channel 1 with "bottle occlusion" on the display; however, the audio alert failed to sound. There was an audio tone at start up, but there was no audio alarm to prompt the user to insert a cassette and close the pump module door. The failure of the audio alarm was traced to an open electrolytic capacitor on the common board. Medex was able to confirm the issue and determine a cause. The issue is being monitored for trend. The unit will be repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report.